Event description:
The doctor was performing a lap gastric bypass and the doctor received a solid tone followed by an error 5 instrument error. The doctor swapped teh device with another instrument and completed the case with no patient consequence.